Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Reportedly, the customer usually wears the infusion set on the abdomen and mentioned finding hard spots where past infusion sets were placed. The customer's blood glucose level was as high as 323 mg/dl and it was addressed with boluses via the pump. The customer inserted the infusion set on an area that has never been used.